Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information received indicated the target vessel was the celiac artery. The procedure was completed successfully using a similar product. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The ratio of contrast to saline was one to one. A cook indeflator was used for the procedure and was used subsequently with other devices to complete the procedure. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. There was no reported difficulty crossing the lesion. The catheter was not in an acute bend. No leakage from the balloon was noted. No additional information is available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15441516 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during stent deployment in the celiac artery, the balloon of the palmaz blue on a slalom stent delivery system would not inflate. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product prepped properly according to the instructions for use with no problems noted. The ratio of contrast to saline was 1:1. A cook indeflator was used for the procedure and was used subsequently with other devices to complete the procedure. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. There was no reported difficulty crossing the lesion. The catheter was not in an acute bend. No leakage from the balloon was noted; however, the operator suspected that the difficulty was due to a hole or burst in the balloon. The procedure was completed successfully using a similar product and there was no reported patient injury. One non sterile catheter blue/slalom 6.0mm x 2.0cm 135.0cm was received coiled inside a plastic bag. The balloon was received deflated and appears have been inflated. Blood residues were observed in the returned device. Unknown .018" gw was received with returned device. Unknown stopcock was received with returned device. Several hub cracks were observed in the hub inflation port. The stent was received with the returned device. No other anomalies were observed in the returned device. A leak test could be not performed due to leakage in the in the inflation lumen port. Sem analysis was performed to identify the cause of the broken hub. The fracture surfaces exhibit areas that are brittle in appearance. In addition, evidence of micro-cracking was observed on the fractured surfaces. Moreover, the hub material presented evidence of material dislodgment just at the point where hub thread begins; it is possible that the crack propagated from this point. No visual evidence of any chemical degradation was noted. The exact cause of the device being separated could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "inflation difficulty-unable to inflate" and "luer hub - cracked during use" was confirmed through analysis of the returned device. The exact cause of the difficulty experienced by the customer could not be determined; however, based on the information available for review, the device appeared and prepped normally prior to use and the analysis notes that the balloon had been inflated and deflated. This indicates that handling factors may have contributed to the cracked hub. Neither the DHR, analysis nor the information available for review suggests that the reported difficulties could be related to the manufacturing process of the device, and controls are in place to detect hub and balloon leakage; therefore, no corrective action will be taken.

Event description:
The report received from the affiliate indicated that during stent placement, the balloon of the blue/slalom 6 x 18/135 bil pckgd stent delivery system (sds)/catheter would not inflate. It was suspected to be due to a hole in the balloon or balloon burst. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
Complaint conclusion updated to reflect updated fal. As reported, during stent deployment in the celiac artery, the balloon of the palmaz blue on a slalom stent delivery system would not inflate. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product prepped properly according to the instructions for use with no problems noted. The ratio of contrast to saline was 1:1. A cook indeflator was used for the procedure and was used subsequently with other devices to complete the procedure. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. There was no reported difficulty crossing the lesion. The catheter was not in an acute bend. No leakage from the balloon was noted; however, the operator suspected that the difficulty was due to a hole or burst in the balloon. The procedure was completed successfully using a similar product and there was no reported patient injury. One non sterile catheter blue/slalom 6.0mm x 2.0cm 135.0cm was received coiled inside a plastic bag. The balloon was received deflated and appeared to have been inflated. Blood residues were observed in the guidewire lumen and inner body. Unknown .018" guidewire was received with returned device. Unknown stopcock was received with returned device. Several hub cracks were observed in the hub inflation port. The stent was received with the returned device. No other anomalies were observed in the returned device. A leak test was performed with a hemovalve adapter and the balloon was inflated and there was no leakage in the balloon, the balloon maintained the pressure nominal 10 atmospheres and also maintained the burst pressure 14 atmospheres. Sem analysis was performed to identify the cause of the broken hub. The fracture surfaces exhibit areas that are brittle in appearance. In addition, evidence of micro-cracking was observed on the fractured surfaces. Moreover, the hub material presented evidence of material dislodgment just at the point where hub thread begins; it is possible that the crack propagated from this point. No visual evidence of any chemical degradation was noted. The exact cause of the device being separated could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The ¿inflation difficulty-unable to inflate¿ and ¿luer hub ¿ cracked during use¿ was confirmed through analysis of the returned device. The exact cause of the difficulty experienced by the customer could not be determined; however, based on the information available for review, the device appeared and prepped normally prior to use and the analysis notes that the balloon had been inflated and deflated. This indicates that handling factors may have contributed to the cracked hub. Neither the DHR, analysis nor the information available for review suggests that the reported difficulties could be related to the manufacturing process of the device, and controls are in place to detect hub and balloon leakage; therefore, no corrective action will be taken.